Manufacturer narrative:
(B)(6). (B)(4). Event evaluation: a functional test, along with a review of the complaint history, manufacturing instructions, drawing, quality control, trends, a visual inspection and inspection of returned unused product was conducted during the investigation. Two used, opened devices were returned, and one unused device was returned to assist in the investigation. The three devices were leak tested; which determined that one of the used devices leaked through the check-flo valve, and the other used device did not leak. The unused device was also tested for leakage, and it leaked through the check-flo valve similar to the used device. The health risk to the patient has been assessed for valve leakage with rycfw introducers and concluded that its occurrence is unlikely to lead to a serious adverse health consequence to the patient. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During a fistulogram procedure, the sheath was inserted into the fistula. While the physician was loading the wire and catheter in and out of sheath, the valve was leaking considerably. The physician felt that the valve was faulty as it was not stopping the back-flow of blood. The physician was experiencing back bleeding even without a wire or catheter in the valve. Due to excessive back bleeding, the sheath was exchanged and another device was used successfully. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects after to this occurrence.

Event description:
During a fistulagram procedure, the sheath was inserted into the fistula. While the physician was loading the wire and catheter in and out of sheath, the valve was leaking considerably. The physician felt that the valve was faulty as it was not stopping the back-flow of blood. The physician was experiencing back bleeding event without a wire or catheter in the valve. Due to excessive back bleeding, the sheath was exchanged and another device was used successfully. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects after to this occurrence.

Manufacturer narrative:
(B)(4). (B)(4). The event is currently under investigation.